Event description:
The customer reported leaking at the upper fitment and tubing engagement. The leak was noticed with normal saline in the line since it was noticed prior to the start of the doxorubicin, vincristine, and etoposide in 1000ml infusion. The nurse connected the IV set to the patient and was getting ready to turn on the pump module when the leaking was noticed at the upper fitment and IV tubing engagement. The clinical coordinator confirmed the leaking. The chemo bag and IV set were sent to pharmacy and a new IV set was primed under the hood in pharmacy and sent back to the infusion unit. Pharmacy was able to retrieve the first event IV set and tested it for leaking by running fluid through the set and a leak was confirmed at the upper fitment and IV tubing engagement. Pharmacy did not see any cracks on the IV set or upper fitment as what was first reported. Pharmacy felt it looked like the tubing was not secured properly into the upper fitment. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow-up report will be submitted once the failure investigation has been completed.